Manufacturer narrative:
The complaint evaluation was performed for observed falsely elevated results which included a search for similar complaints, review of complaint text, trending data, labeling, and device history records. A ticket search for the complaint lot did not identify an increase in complaint activity related to the falsely elevated patient results. A review of ticket trending data for the alinity I intact pth was performed with no related adverse trends identified. Labeling was reviewed and found to adequately address the falsely elevated patient results. Device history record review was performed on the complaint lot, which did not show any potential non-conformances, deviations, or non-conformances. Testing was completed using retained samples of the complaint lot. Acceptance criteria were met, which indicates acceptable product performance. Based on the evaluation no systemic issue or product deficiency of the alinity I intact pth reagent lot 00575l820 was identified.

Manufacturer narrative:
This report is being filed on an international product list: 8p31-24, that has a similar u.s. Product distributed in the us, list 8p31-21. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated false elevated alinity I intact pth results on 3 patient samples that repeated lower. On (B)(6) 2020, sid: (B)(6) (year of birth (B)(6), female, mongoloid), thyroid pre-operative patient, generated alinity I intact pth 108.9 pg/ml, but tested architect pth 40 pg/ml at a reference lab. Sid: (B)(6) (date of birth: (B)(6) 2009, male, mongoloid) generated alinity I intact pth 265.4 pg/ml, but tested architect pth 84.7 pg/ml at a reference lab. Sid: (B)(6) date of birth: (B)(6) 2007, female, mongoloid) generated alinity I intact pth 62.9 pg/ml but tested architect pth 20.6 pg/ml at a reference lab. The account uses a normal range of 77.1 pg/ml. No impact to patient management was reported.